Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty performing a supply change, encountered an ¿unable to proceed¿ alert during fill, and could not deliver insulin until guided troubleshooting was completed; a dry run to 120 units succeeded, and subsequent review identified the infusion set connector had not been fully twisted on, after which drops were observed and the supply change was completed successfully. Symptoms included interruption of insulin delivery. Outcomes included a temporary interruption in therapy with restoration of function after corrective action. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the infusion set was deployed incorrectly due to an incompletely attached connector, which led to the alert and interruption of insulin delivery, and that the device performed as expected once the connector was properly secured and the cartridge and connector were reinstalled. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set connector attachment.